Event description:
A (B) (6) dialysis user facility has reported the following incident: report was received from the facility of an internal blood leak. Blood was visible traveling down the interior of the dialyze down the lines. The machine alarmed that a blood leak had been detected. The pt lost blood equivalent to what was present in the circuit. The amount is estimated to be 250 ml. This pt was given blood. The incident reportedly was not critical, but blood was given due to pt's existing medical conditions. Pt is reported as being stable with no further issues. One companion sample is available for an evaluation.